Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient cannot seem to hold her urine for about 2 weeks and when she stands up she urinates. Caller states she keeps decreasing the stimulation because increasing the stimulation makes it worse. Caller states she is not drinking liquids because as soon as she drinks it comes right out. Troubleshooting showed the stim setting was off, program 2 at 0.4 v, the caller did not know the ins was off, and it was explained that it needs to be on to be effective. Caller was advised to see their doctor if the symptoms didn't resolve. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. On 2019-jun-11 when asked the cause of the stim off replied that they were totally dissatisfied, they cannot hold their urine longer than 20 minutes and have had no improvements. The patient stated they do not drink liquids and have stage iii breast cancer. On (B)(6) 2019 the cause of the stim off was stated to be from a medical procedure. The patient was not instructed the device would be shut off and not turned back on. No further complications were reported or are anticipated.